Manufacturer narrative:
Event is still under investigation.

Event description:
A pt underwent aaa repair on (B)(6) 2012. Once the grey positioner was removed through the main body extension delivery sheath, there was a significant loss of blood as it squirted through the valve. The coda balloon was then put through the sheath valve as quickly as possible which slowed the flow of blood form the valve. However, when the balloon needed to be removed to close the access incisions, there was another significant flow of blood from the valve. The pt was estimated to have lost 500ml of blood during these two short time periods that only the wire was through the valve, which were unavoidable. The pt did not require any additional procedures due to this occurrence. Apart form more than usual blood loss during the procedure, no adverse effects to the pt were reported due to this occurrence.